Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving inaccurately erratic readings. The technical support representative (tsr) contacted the patient to obtain and clarify information; however was unable to reach him by telephone. The (B)(6) classified the complaint based on the information provided to customer service. On approximately (B)(6) 2011 the patient obtained the blood glucose readings of 320 mg/dl, 210 mg/dl, 270 mg/dl and 300 mg/dl on the reported meter within 20 minutes. The patient claimed that on one occasion he obtained a blood glucose reading "40 mg/dl higher" on the reported meter compared to a result obtained on a pharmacist's meter; no specific data was provided. On approximately (B)(6) 2011 at 12:00 pm prior to lunch, the patient experienced the symptoms of shaking and sweating and he felt hypoglycemic. The patient did not test his blood glucose level while symptomatic. The patient administered self-treatment by consuming a meal, and felt better afterwards; he did not seek any medical attention. Earlier on the day of this event, the patient had taken his usual dose of insulin 20 units, type not provided. It would have been helpful to determine the patient's blood glucose readings prior to the onset of symptoms, the meals and medications taken, a possible cause for the hypoglycemic symptoms, his expected blood glucose readings, and his insulin regimen. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the meter, and after obtaining several elevated blood glucose readings, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k: k061118.